Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-24198. It was reported the patient stopped using his scs system due to the patient not receiving effective stimulation from his system. Reprogramming did not resolve the issue. Fluoroscopy was done and it revealed both of the patient's scs leads have moved. The patient's physician is referring the patient for a possible surgical paddle lead placement. Surgical intervention may be undertaken at a later date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.